Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with an infusion set. Customer's blood glucose level went up to 530 mg/dl. After she changed the infusion set, her blood glucose level went back to normal. The customer treated her blood glucose level with an injection. Troubleshooting was declined. The device was not returned.